Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Catheter valve defective. Irrigation tube and drainage set could not be adapted. Small blue rubber seal has come loose. Response: where is the catheter located? Abdomen or chest > chest. How long has the catheter been in place? > (B)(6) 2021. How was the issue resolved? > the valve was changed. What was the impact to the patient? > no impact.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one physical sample was returned to our quality team for investigation. Through visual inspection, the end of the interior blue bi-directional valve appeared eroded which is a common source of failure for the valves due to the long-term nature of the implant; therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information the probable root cause was supplier related materials. A supplier notification was sent. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Catheter valve defective irrigation tube and drainage set could not be adapted. Small blue rubber seal has come loose. Response: 4. Where is the catheter located? Abdomen or chest > chest. 5. How long has the catheter been in place? > 23.06.2021. 6. How was the issue resolved? > the valve was changed. 7. What was the impact to the patient? > no impact.

Event description:
Catheter valve defective. Irrigation tube and drainage set could not be adapted. Small blue rubber seal has come loose. Response: 1. Was there any damage noticed on catheter valve? The valve is now available at ewimed. 2. Was the valve cracked or broken? The valve is now available at ewimed. 3. Please provide additional info regarding the loose component only the information as specified in the pir form is available. 4. Where is the catheter located? Abdomen or chest. 5. How long has the catheter been in place? (B)(6) 2021. 6. How was the issue resolved? The valve was changed. 7. What was the impact to the patient? No impact. 8. Is there a photo or sample available showing the reported issue? The valve is now available at ewimed.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the valve housing was opened, the blue bi-directional valve was inside of the valve housing, but the blue round disc valve was outside of the valve housing. Both blue pieces are normally inside the valve housing; therefore the reported failure could be verified. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.